Event description:
It was reported that the patient experienced a sustained ventricular tachycardia and no shock or anti-tachycardia therapy was delivered by the implantable cardioverter due to incorrect interpretation of signal. Programming changes were performed to resolve the issue. The patient was in stable condition.